Event description:
It was reported that leakage occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "in the hospital, it was observed that the wingset was leakaging blood from the needle part entering the tube while the blood was drawn with butterfly sets.there is no problem when holder is being used, only blood leakaging is observed in blood collection without a holder."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples, photos, and a video from the customer facility for investigation. The photos and video observed sleeve leakage; however, the returned samples were tested and evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to sleeve leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer video and photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. However, evaluation/testing of the retained and customer samples was conducted and sleeve leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined, as no product non-conformities could be determined. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). OEM manufacture: (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "in the hospital, it was observed that the wingset was leaking blood from the needle part entering the tube while the blood was drawn with butterfly sets. There is no problem when holder is being used, only blood leaking is observed in blood collection without a holder."